Manufacturer narrative:
Initially, a bci fse (field service engineer) performed some troubleshooting with the customer over the phone. The fse had the customer recalibrate the system with a fresh calibrator kit and new reagent pack. This resolved the issue. The fse visited the site on (B)(4) 2009, performed an inspection and verification of the system and found that it was performing within specifications. Although, the fse thought that the calibrator kit may have been compromised (possibly frozen), no clear root cause was determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc (bci) that erroneously high accutni (troponin) results were obtained on their unicel dxc 600i synchron access clinical system for multiple patient samples and that this was an intermittent issue for the last few days. Qc (quality control) data provided by the customer indicated that the system was calibrated and running within specifications in (B)(4) 2009 but there is no data to show how the system was running just prior to and during the event. The customer changed the aspirate probes but this did not resolve the issue. The customer re-ran the patient samples on a different instrument (dxi analyzer) and obtained results that were in the normal ranges. No patient results were reported out of the laboratory. The customer provided 2 examples of patient data through phone conversations (but no specific patient information was provided). Since no results were reported out of the laboratory, there was no death, injury or impact to patient treatment associated with this event.